Manufacturer narrative:
(B)(4). The lot 13k076 was manufactured october 17, 2013 ¿ october 18, 2013. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a regional anesthesia infusor leaked in its overpouch after filling with an unknown anesthetic. The reporter stated that the patient held the device and got wet. However, there was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 10 of 15.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore a device evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.